Event description:
At an unk time post-op, it is reported that the pt was "lifting while at work and had a popping sensation in their neck." A screw was noted to be loose. The device was explanted approx 7 months post-op. It was noted that the locking mechanism on the left side of the plate was broken where the screw had loosened. Fusion had occurred at 1 of 2 levels.